Event description:
It was reported that in the fall of 2022, an unknown size amplatzer amulet left atrial appendage (laa) occluder was successfully implanted. Prior to the procedure, the device was sized via transesophageal echocardiogram (tee). In the three-month follow-up appointment on (B)(6) 2023, a tee was performed that showed the device disc had moved to the proximal portion of the laa. It was observed that the lobe was still anchored inside the laa, but the disc was protruding outside the laa away from the ostium. The laa was not sealed by the disc anymore. The patient did not present with any symptoms. The device was remained implanted and there was no plan to explant the device. The patient was reported as discharged and being monitored. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration and removal of device was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.